Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was on chronic antibiotic suppressive therapy with amoxicillin. They presented to clinic on 13dec2023 with purulent drainage. Culture was positive for pseudomonas. Antibiotic therapy was changed to ciprofloxacin. Site continued to drain, but new culture performed on 26mar2024 was negative for growth. The patient remained on ciprofloxacin.